Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician suspected inappropriate detection of arrhythmia. Device remains implanted. No further information is available at this time.